Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that a 3.0x12mm jostent graftmaster failed to cross a recently placed stent and only covered the proximal portion of the perforation in the saphenous vein graft to left circumflex artery. The perforation was in a contained area similar to a pseudoaneurysm. Anticoagulants were reversed and the patient was taken to the intensive care unit for close observation. There was no additional treatment given. There was no adverse patient sequela and no clinically significant delay in procedure reported. The event resolved by the next day and the patient was discharged. There was no additional information provided.